Event description:
Patient received vaginal burn during laparoscopic-assisted vaginal hysterectomy. Physician reportedly activated electrosurgical instrument while in contact with metal haney clamp. Burn treated with topical cream. Device not saved nor returned for analysis.